Event description:
A peritoneal dialysis (pd) patient reported a cycler with a distorted display. The patient stated that while entering vitals after the treatment, the screen was dark on the right side. Then the screen went totally dark. When pressing the screen the patient could hear beeps but the screen was still black. Technical support advised patient to reboot the cycler and the screen remained dark but the stop and ok buttons lit up. The cycler was replaced due to a blank screen. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.